Event description:
According to the reporter: occurred during a laparoscopic sigmoid colon procedure. The instrument did not fire. The surgeon pressed the green button, but could not squeeze the handle. No known impact or consequence to patient.